Manufacturer narrative:
Document review: must pedicle screw 6-45mm: ref. 03.50.018 . Lot 122698 ((B)(4) devices produced): no anomalies have been found related to the problem occurred. All the items of the lot have been already sold without any similar revent reported. The breakage of pedicle screws is a known complication in case of delayed fusion or an instable segment.

Event description:
Imp ref# (B)(4).